Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.94 v on (B)(6) 2016. Concomitant medical products: 419378, lead, implanted: (B)(6) 2006; 7122, st jude lead, implanted: (B)(6) 2010.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device estimated 1.8 years longevity remaining only after 20 months of use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.